Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. Device passed the displacement, rewind, basic occlusion, no delivery and motor tests. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. It had normal operating currents and no unexpected off no power or low battery alarm noted. Device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call that on (B)(6) 2015 she noticed that the insulin pump had a crack on the top right of the lcd screen, on the case and continued to use the insulin pump and she was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of admission is unknown. Customer declined to troubleshoot for high blood glucose. She also reported that on (B)(6) 2015 the screen kept scrolling when she pressed the up arrow button while trying to deliver a bolus and on (B)(6) 2015 the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.